Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with several automatic mode switch (ams) episodes due to atrial lead noise. In clinic, the noise was reproducible with isometrics. The lead was to be monitored. No further action was taken. The patient experienced no symptoms and was stable.